Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer took bolus via the pump to stabilize bg level. Reportedly, the customer did not know how to change the pump to an early morning increased basal rate. The customer was instructed to consult with health care provider on increasing early morning pump basal rate settings.